Manufacturer narrative:
(B)(4)

Event description:
It was reported a (B)(4) tfn (trochanteric fixation nail) had the internal locking mechanism in the ''down'' position. The surgeon could not insert the helical blade through the nail. The nail and blade had to be removed to correct the locking mechanism in the nail, and this delayed the case for about 30 minutes. The nail and blade were then implanted and the surgery was successfully completed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional product code: hwc. Device history record review: a review of depuy synthes (B)(4) device history records for manufacturing revealed no complaint related issues. The investigation could not be completed and no conclusion could be drawn, as no product was received. A review of the device history record has been performed. Placeholder.